Manufacturer narrative:
(B)(4). The device was returned for evaluation. It was found that the catheter material was kinked 3.1 cm from the tip of the catheter. The catheter material was severely mashed 60 cm, 74.1 cm and 92.5 cm from the tip of the catheter. Suture material was attached to the catheter material. The device passed all electronic, noise, linearity/hysteresis and signal drift test. The supplier was unable to confirm the reported. Issue. The device functioned as intended. At present, we consider this complaint to be closed.

Manufacturer narrative:
The 510(k) # of similar product code of 826631: k914479. (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sensors showed wrong values and can't zeroed nor activated. Also in the explanted situation, they showed high values. In the last time this happened several times with different sensors (since the rohs sensor) on several monitors.